Manufacturer narrative:
Despite multiple attempts to obtain the patient¿s medical records, the information was not forthcoming. The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, approximately two months post implant of a 23mm sapien 3 valve in 80:20 aortic position, the valve was explanted and replaced with a 21mm surgical valve.